Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break and balloon detachment occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75mmx20mm emerge¿ balloon catheter was then advanced to the lesion. However, it was noted that the shaft connecting the hub to the balloon unaccountably fractured leaving the deflated balloon in the coronary artery. The device was retrieved using another balloon catheter and inflated in the guide catheter to trap the broken balloon shaft. No patient complications were reported and the patient's status was stable. Following the incident, the balloon packaging was retrieved and it was discovered that the device was expired.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The packaging for the complaint was not returned for analysis. The balloon was tightly folded with blood and contrast inside and outside of the balloon and lumen. The balloon, hypotube, inner and outer shafts were microscopically and tactile examined. Tactile inspection revealed numerous kinks in the hypotube, with a separation at 62cm form the strain relief. The ends of the separation were oval, as if kinked prior to separation. Microscopic inspection found the balloon intact and free of damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. It was reported that the complaint device was used past the expiration date. The hourglass symbol on the package label and the directions for use indicate the date after which the medical device is not to be used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and balloon detachment occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75mmx20mm emerge¿ balloon catheter was then advanced to the lesion. However, it was noted that the shaft connecting the hub to the balloon unaccountably fractured leaving the deflated balloon in the coronary artery. The device was retrieved using another balloon catheter and inflated in the guide catheter to trap the broken balloon shaft. No patient complications were reported and the patient's status was stable. Following the incident, the balloon packaging was retrieved and it was discovered that the device was expired.